Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited high, out of range impedances of greater than 3000 ohms, and thresholds were not captured in any vector. The lead was exchanged for a different model to complete the procedure. The replacement lead was implanted in the same position and exhibited normal parameters. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited high, out of range impedances of greater than 3000 ohms, and thresholds were not captured in any vector. The lead was exchanged for a different model to complete the procedure. The replacement lead was implanted in the same position and exhibited normal parameters. No adverse patient effects were reported. This lead is expected for return.